Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4) certified service technician was unable to duplicate the customer's reported issue. The service technician performed visual inspection and found c shape spacer missing from ac power adapter lemo connector. Ac adapter lemo connector pins # 1, 2, 3, 4 and 5 are not burned or damaged. The service technician found no abnormalities with ac adapter and ac adapter cable extension. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel had pigtail applied and removed. The customer stated the ventilator lemo and ac power adapter are burned. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.